Event description:
It was reported that the patient presented to the hospital experiencing bradycardia and pacemaker syndrome. The atrial lead had dislodged and resulted in loss of capture. The lead was successfully repositioned. The patient was noted to be stable throughout the procedure and upon discharge of the hospital post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.